Event description:
Affiliate reported that on (B)(6) 2011, the device was implanted via v-p shunt at 30mmh2o. After implantation, it was noted that the ventricles of the patients brain became too small. The pressure of the valve was changed from 30mmh2o to 80mmh2o, but the patient condition did not change and the patient suffered hematoma. On (B)(6) 2011, the pressure was changed 80mmh2o to 150mmh2o. The patient condition was improved. On (B)(6) 2012, it was noted that the ventricles of the patients brain become too small and the pressure of the valve was changed from 150mmh2o to 200mmh2o. Then the patients condition was improved. On (B)(6), it was noted that the ventricles of the patients brain became large and also gait disorder was noted. The pressure of the valve was changed from 200mmh2o to 180mmh2o. On (B)(6), the patient fell over and disturbance of consciousness was noted. Traumatic subarachnoid bleeding and bilateral subdural hematoma occurred. Also, slit ventricle syndrome was noted. The pressure of the valve was changed from 180mmh2o to 200mmh2o. On (B)(6), the tube was knotted from the incision of anterior chest. On (B)(6), the ventricles of the patients brain become too large and the patient was in a coma. On (B)(6), the device was replaced by 82-3842 at 80mmh2o since the surgeon thought that the pressure of the valve was not correct.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused an occlusion in the device, which appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.